Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd angiocath catheter separated or broke; retained object. The following information was provided by the initial reporter: a serious incident that occurred with a patient, where the plastic part of the IV cannula was retained in the patient¿s vein after removing her IV line. The patient was admitted to the emergency department on (B)(6) 2024 at 5:20pm, complaining from persistent bleeding from the site of the IV insertion she had that same day at cmc; left hand foreign body was suspected, confirmed and removed by a surgeon. Most probably that the cannula was detached from the blue tip of the angiocath.

Event description:
No additional information for this incident.

Manufacturer narrative:
A device history record review was completed for provided material number 381123 and lot number 2202917. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, five (5) picture samples were received for evaluation by our quality team. Through examination of the pictures, it was possible to identify that the catheter is breaking. For a detailed analysis, it would be necessary to have a picture of the adapter (blue cannon) and/or the presence of the physical sample. At this time, an exact cause could not be determined for this incident. For the defect of catheter breakage/separation after placement, a corrective and preventive action plan has been initiated for further investigation and to prevent any potential reoccurrence.

Event description:
No additional event information.

Manufacturer narrative:
Additional information/clarification received on 1 jul 2024 where the correct lot number is provided. Lot mfg/exp dates updated.